Event description:
It was reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a catheter infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. It was affirmed the patient did not experience this symptom on or around the time of a pd treatment. Laboratory testing results obtained during this hospitalization were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology. Concerning the patient¿s report of a pd catheter (not a fresenius product) infection, the patient did not have a catheter infection and the diagnosis of peritonitis was the only diagnosis communicated from their doctor to the outpatient clinic. The patient was prescribed intraperitoneal vancomycin (dosage and frequency unknown) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) until their pd catheter was removed due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on either (B)(6) 2024 (exact date unknown). It was confirmed, though the exact source of infection remains unknown, there was no indication that the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd on the same liberty select cycler when the infection has resolved.